Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("malposition of essure device location of device: high in uterus"), pelvic pain ("pain/ right pelvic pain"), pregnancy with contraceptive device ("pregnancy in essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("persistant bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "reproductive system disorder or condition:body rejects foreign objects" and device ineffective "pregnancy in essure". The patient's medical history included multigravida, parity 3 (((B)(6) 2007, (B)(6) 2009, (B)(6) 2011)), anemia, chlamydial infection, constipation, heart murmur, kidney stone, drug rash, suicidal ideation, urticaria drug-induced, ovarian cyst, palpitations, tachycardia and ovarian cystectomy. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included underweight, smoker, cardiac dysrhythmias, anxiety, depression, back pain, degenerative disc disease, herniated disc and osteoarthritis. Concomitant products included fentanyl citrate, gabapentin since 2012, methadone, nortriptyline since 2012, sufentanil citrate (sufentanil narco-med), sumatriptan and tizanidine hydrochloride (zanaflex) from 2011 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and cystitis ("infection (bladder/ urinary tract/vaginal)"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis worsened"), back pain ("chronic low back pain"), anxiety ("anxiety"), depression ("depression"), intervertebral disc degeneration ("degenerative disc disease"), osteoarthritis ("osteoarthritis") and intervertebral disc protrusion ("herniated disk") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (bilateral salpingectomy and to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, headache, nausea and vaginal discharge outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, endometriosis and back pain had resolved and the migraine, anxiety, depression, intervertebral disc degeneration, osteoarthritis and intervertebral disc protrusion had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine, nausea, osteoarthritis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: endometriosis was recovered on (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: showed unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Event : abnormal bleeding (vaginal and menorrhagia) and persistant bleeding outcome updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy in essure"), device expulsion ("malposition of essure device location of device: high in uterus"), abortion spontaneous ("miscarriage") and genital haemorrhage ("persistant bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "reproductive system disorder or condition:body rejects foreign objects" and device ineffective "pregnancy in essure". The patient's past medical history included multigravida, parity 3 (((B)(6) 2007, (B)(6) 2009, (B)(6) 2011)), anemia, chlamydial infection, constipation, heart murmur, kidney stone, drug rash, suicidal ideation, urticaria drug-induced, ovarian cyst, palpitations, tachycardia and ovarian cystectomy. Concurrent conditions included underweight, smoker and cardiac dysrhythmias. Concomitant products included gabapentin since 2012, methadone, nortriptyline since 2012, sufentanil citrate (sufentanil narco-med), sumatriptan and tizanidine hydrochloride (zanaflex) from 2011 to 2016. In 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis worsened"), back pain ("chronic low back pain"), anxiety ("anxiety"), depression ("depression"), intervertebral disc degeneration ("degenerative disc disease"), osteoarthritis ("osteoarthritis") and intervertebral disc protrusion ("herniated disk"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy), surgery (to remove the essure) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, device expulsion, abortion spontaneous, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, headache, nausea and vaginal discharge outcome was unknown, the migraine, back pain, anxiety, depression, intervertebral disc degeneration, osteoarthritis and intervertebral disc protrusion had not resolved and the endometriosis had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine, nausea, osteoarthritis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: showed unilateral occlusion (right tube occluded) and migration of essure device most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. Events device expulsion was added. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy in essure"), genital haemorrhage ("persistant bleeding") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "reproductive system disorder or condition:body rejects foreign objects" and device ineffective "pregnancy in essure". The patient's past medical history included multigravida, parity 3 (((B)(6) 2007, (B)(6) 2009, (B)(6) 2011)), anemia, chlamydial infection, constipation, heart murmur, kidney stone, drug rash, suicidal ideation, urticaria drug-induced, ovarian cyst, palpitations, tachycardia and ovarian cystectomy. Concurrent conditions included underweight, smoker and cardiac dysrhythmias. Concomitant products included gabapentin since 2012, methadone, nortriptyline since 2012, sufentanil citrate (sufentanil narco-med), sumatriptan and tizanidine hydrochloride (zanaflex) from 2011 to 2016. In 2011, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis worsened"), back pain ("chronic low back pain"), abortion spontaneous (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), intervertebral disc degeneration ("degenerative disc disease"), osteoarthritis ("osteoarthritis") and intervertebral disc protrusion ("herniated disk"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, headache, nausea, vaginal discharge and abortion spontaneous outcome was unknown, the migraine, back pain, anxiety, depression, intervertebral disc degeneration, osteoarthritis and intervertebral disc protrusion had not resolved and the endometriosis had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine, nausea, osteoarthritis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: showed unilateral occlusion (right tube occluded) and migration of essure device. Most recent follow-up information incorporated above includes: on 14-feb-2018: fu from pfs+mr: new events: device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, dyspareunia, vaginal discharge, back pain, headache, urinary tract infection, bladder problems, urinary problems, migraine, nausea, cystitis, abortion spontaneous, endometriosis, anxiety, depression, intervertebral disc degeneration, osteoarthritis, intervertebral disc protrusion, device ineffective, patient-device incompatibility were added. Pregnancy information updated from unknown to yes.product start date updated from (B)(6) 2011 to (B)(6) 2011. Reporter, patient demographic information, other relevant history updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistant bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.